Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.